Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch episodes due to far r-wave oversensing on (B)(6)2022. It was also reported that the ICD exhibited undersensing of premature ventricular contractions on (B)(6) 2022. Programming changes were recommended, but no intervention was reported. The patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far-r- wave oversensing. No intervention was reported.